Event description:
It was reported that the top circle edge in the reservoir compartment was cracked or missing. The customer's blood glucose was 149 mg/dl. She was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime rewind test due to a faulty force sensing resistor. The occlusion test could not be performed, due to the prime anomaly. The insulin pump was received with cracked display window corners, reservoir tube, a broken reservoir tube lip and belt clip slot, minor scratches on the display window and a missing end cap sticker. (B)(4).